Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after a meal while using a recently replaced ilet, with a lowest reported blood glucose of 55 mg/dl and subsequent readings of 65 mg/dl and 72 mg/dl before returning to 108 mg/dl following oral fast-acting carbohydrates per troubleshooting guidance. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and recovery to target range without medical intervention or hospitalization. Investigation included complaint handling and user troubleshooting with education on treating hypoglycemia and the adjustment period following device replacement. Investigation of this case revealed no device alarms requiring action and no evidence of device malfunction, and the event was assessed as user-experienced hypoglycemia with cause unclear after a normal meal announcement during the device adaptation period. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.